Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). The valve was returned in a plastic container with unknown liquid. Manufacturing and quality control data: the progav was manufactured by a qualified employee; deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv434t. All parameters have been approved and assessed as meeting specifications during the manufacturing process. Summary: on the basis of juristic requirements, the surgeon must provide a personal request as a step of safeguard. Unfortunately, no consent was received from the surgeon. An official release is missing for the investigation of the product. For this reason, the product was returned for discharge without examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav had reduced drainage postoperatively. The valve was implanted on an unspecified date. It was removed due to the malfunction and returned to the manufacturer. Further details were not provided.